Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported her adc freestyle libre sensor fell off less than a day of wear. Customer further reported that on (B)(6)2019, she experienced symptoms described as feeling dizzy and was unable to self-treat. The customer was seen at a hospital and was diagnosed with hyperglycemia and treated with rapid insulin injection and prescribed glucophage and dianicron-gliclazide (anti-diabetic) medications. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned, device was throw away. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor fell off less than a day of wear. Customer further reported that on (B)(6) 2019, she experienced symptoms described as feeling dizzy and was unable to self-treat. The customer was seen at a hospital and was diagnosed with hyperglycemia and treated with rapid insulin injection and prescribed glucophage and dianicron-gliclazide (anti-diabetic) medications. There was no report of death or permanent impairment associated with this event.